Event description:
It was reported that before using the bd vacutainer® ultratouch¿ push button blood collection set, three (3) units exhibited red tape on the packing of the unit, preventing the packaging from sealing properly. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 3 samples and 2 photos for investigation. The customer photos show three blister packs with red tape wrapped around them, resulting in an incomplete seal. Additionally, the three returned samples were visually inspected for damaged packaging or seal. The samples failed testing, as there was red tape wrapped around the web, resulting in an incomplete seal. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: open package/seal. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® ultratouch¿ push button blood collection set, three (3) units exhibited red tape on the packing of the unit, preventing the packaging from sealing properly. No adverse impact was reported regarding the patient or user.